Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre operatively, the device had an unloading issue. The reload was very fast on the adapter and it was difficult to replace the reload from the adapter. It worked independently without pressure on the button, the reload swung to the left and right side without a break. When they put the battery in the case, the handle made unusual loud noises. The customer was not sure that the instrument works well. There was no patient involvement.